Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) inspected the system remotely and found live monitor was blank. Rse found ip address of the system conflicts. Rse asked hospital engineer and customer asked to change the ip address. To resolve the issue rse performed cold restart of the system. The reported issue occurred again on (B)(6) 2024, quotation has not been accepted by the customer and service has not been provided. No work performed by philips. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. After a period of system inactivity, the system does not initially startup up as expected prior to procedure, but problem is resolved with one cold restart, and procedure is able to be completed on the same system, philips concludes that the complaint is not reportable.

Event description:
It was reported to philips that the device had multiple monitors with blank screens, which can impact imaging. The user performed a restart, but the issue persisted. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.